Manufacturer narrative:
Date of event: (B)(6) 2016 .

Event description:
The customer reported there was no operation and no indication power was applied to unit. Customer reported there was no patient involvement.